Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a colonic stricture due to cancer. The stricture was located in the sigmoid colon and was 6cm in length. The patient anatomy was noted to be very tortuous and difficult. During the procedure, when an attempt was made to deploy the stent, significant resistance was encountered. Additional force was applied and the shaft of the delivery system broke. The device was removed from the patient with approximately half of the stent deployed. Upon withdrawal, it was noted that the stent appeared damaged near the point where the stent entered the delivery system at the catheter tip. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported events of stent deployment issue (partial deployment) and stent damaged. (B)(4) for the reported event of catheter shaft broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a stent placement procedure on (B)(6) 2013. According to the complainant, the indication for the stent placement was treatment for a colonic stricture due to cancer. The stricture was located in the sigmoid colon and was 6 cm in length. The patient anatomy was noted to be very tortuous and difficult. During the procedure, when an attempt was made to deploy the stent, significant resistance was encountered. Additional force was applied and the shaft of the delivery system broke. The device was removed from the patient with approximately half of the stent deployed. Upon withdrawal, it was noted that the stent appeared damaged near the point where the stent entered the delivery system at the catheter tip. The procedure was completed with another wallflex enteral colonic stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 83 mm. A 0.035 inch jagwire was inserted through the tip. The clear outer sheath was kinked at the proximal end of the mounted stent and the blue outer sheath was accordioned and kinked at its proximal end. The stainless steel handle was bent and broken proximal to the distal handle. The stent could not be deployed. The shaft of the device was dissected at the proximal end of the clear outer sheath. The distal end of the inner lumen and stent were withdrawn from the outer sheath and examination of the stent and inner lumen found no anomalies. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.